Event description:
It was reported that during endoscopic retrograde cholangiopancreatography (ercp) procedure, when the videoscope was removed from patient, it was noticed that the distal cap was no longer attached to the videoscope. The cap was recovered with a second videoscope and roth net retrieval device. It was noted that thin section of the cap was split. The procedure was completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). This report has been submitted by the importer under this MDR report number 2429304-2025-00118. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected field: d4 - primary UDI number - was inadvertently marked as (B)(4) instead of ni.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.